Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes are being overfilled and rejected by their analyzer. Samples had to be recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 10-mar-2025. Investigation summary bd received 98 samples and 1 photo for investigation. The photo depicts a tube that appears to be unused and does not display the customer¿s reported failure mode of overfill. Upon visual inspection, no issues were identified in the 98 returned samples. A functional test was conducted on 10 of these samples, and all met the specification limits. Additionally, 100 retained samples were inspected with no visible defects found. A functional test was also conducted on 10 retained samples, and all were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: overfill no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes are being overfilled and rejected by their analyzer. Samples had to be recollected. There was no other health impact or consequences reported.